Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. A device history record review was performed and no relevant findings were identified. The onboard power supply pcb (printed circuit board) was replaced with a known good lab inventory power supply pcb. The unit was reconnected and started again. However, the device still alarmed. This was repeated with another known good lab inventory power supply pcb with the same result. Since the user interface pcb was functioning as shown by the indicator lights on the panel display and there were no issues found with the power supply pcb, the issue with the alarm was narrowed down to a faulty power control pcb by process of elimination. The complaint has been confirmed. By means of functional inspection and additional testing the root cause has been assigned to normal wear. No further action required.

Event description:
Customer reported the device was constantly alarming during use on a patient. No medical intervention was required. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was constantly alarming during use on a patient. No medical intervention was required. No patient harm reported.